Manufacturer narrative:
Supplemental submitted with results of evaluation.

Event description:
It was reported the customer has experienced situations where the bed exit alarms and then goes silent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the customer has experienced situations where the bed exit alarms and then goes silent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.